Manufacturer narrative:
CAPA to ensure heater alignment of the cassette and investigate other actions to prevent melting.

Event description:
Customer reported: the customer reported we had one of our accula dock machines malfunction with a burning smell. No adverse event occurred. The used devices were not returned to the manufacturer. The manufacturer has confirmed that the device most likely malfunctioned based on complaint information provided.